Event description:
It was reported that during an unk procedure the clip was scissoring at the distal end. No more info was available on the case. There was no pt consequence. The product will be returned for analysis.